Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that g5 mobile application had no audio alerts. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.